Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss) instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal circumflex coronary artery that was heavily tortuous, heavily calcified and 95% stenosed. The lesion was pre-dilated using a 1.5 x 8, 2.5 x 12, and 2.5 x 18 balloons and the xience prime 2.5 x 28 mm stent was deployed. Post-deployment, an edge dissection was observed. Another xience prime was used as treatment. There was no clinically significant delay. There was no adverse patient sequela. No additional information was provided.